Event description:
A medwatch was received stating "left total hip replacement surgery with noted skin injury to the proximal end of the incision when the drapes were removed. It was a circular quarter-sized, pink area of unknown origin. The pt was discharged from the hospital in 2002. Since discharge, the lesion has progressed to a full-thickness burn". The customer was contacted by valleylab and it was noted that the burn was 2.2cm above the incision line, full thickness and now requiring plastic surgery. The staff has no idea how it occurred. The return electrode was placed on the right anterior thigh.